Event description:
The costumer initially called stating that there was about 40 units of insulin missing in the reservoir and her blood glucose reading was 66 mg/dl. Found that the customer may have primed the insulin pump while being connected to the infusion set. The customer's blood glucose later dropped to 47 mg/dl, but she was treated with juice and a glucagon injection during the phone call. The customer's blood glucose went up to 86 mg/dl. A follow-up phone call was made shortly, thereafter, and it was discovered that the customer was still experiencing low blood glucose levels. The paramedics were called to the customer's home for treatment and her blood glucose went back up to 159 mg/dl, but then dropped to 66 mg/dl less than ten minutes after the paramedics left. The customer was advised to disconnect from the insulin pump and continue to treat and monitor closely. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.